Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was increased tension with the device while attempting to insert the intraocular lens (iol) during implantation procedure. This occurred twice. The tension released, then the device moved forward in an uncontrollable fashion. There was no patient harm reported.